Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patient mentioned in the journal article. Initial reporter - the article was written by sagerfors, marcus; gupta, anil; brus, ole; rizzo, marco; and pettersson, kurt.

Event description:
It was reported that three patients were revised due to pain and deep infection. No further information is available and patient outcome is unknown.